Event description:
The line was placed 6-25-97. On 6/26/97, the pt got it caught on his pajamas & it broke near the butterfly. It was removed.

Manufacturer narrative:
Product implicated is a 4 french PICC catheter. Returned for evaluation is the catheter only. The catheter is in two pieces. The proximal section, which includes the hub, measures 4.6cm and the distal section, which is the catheter tubing, measures 53.3cm. Lot history review showed no related mfg issues and no complaints of similar nature. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. Through tactile inspection, the tubing is elongated and appears to be necked down lengthwise distal to the break site. The ends appear to mate together. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart when the catheter caught on the pt's pajamas. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."